Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with sharp chest pain. It was noted that there was a total loss of capture and loss of sensing on the right ventricular lead and the lead had perforated the myocardium. Programming changes were made to reduce output which resolved the symptoms. The patient was brought back for a lead revision on (B)(6) 2018. The lead was repositioned to the septal wall. Impedance, sensing, and thresholds were good. The patient was stable before, during, and after the procedure.